Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08446. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the patient. A 30mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. However, the device was deployed too proximal in the laa. When attempting to fully recapture the device, great difficulty was noted and significant force was applied to recapture the device. The device anchors could not be recaptured fully. After repeated unsuccessful attempts, the device was re-deployed in the left atrium to determine if a second attempt to recapture could work. As this was being attempted, the closure device became disconnected from the delivery catheter and embolized into the mitral valve apparatus. The patient was stable and was transferred to surgery to remove the device. During surgery, the laa was ligated and a mitral valve annular ring was also performed. No further patient complications were reported.